Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. The coil and pusher wire were returned inside the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock had been fully opened. The arms of the coil and pusher wire were interlocked inside the introducer sheath. The coil and pusher wire were advanced through the tip of the introducer sheath with friction. The coil was inspected and found to be slightly kinked at the distal end. The pusher wire was inspected and the core wire was broken between the distal solder joint and mid solder joint. Microscopic inspection was performed. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. The interlocking arm of the pusher wire was inspected and no damage was noted to the arm. The dimensions that could be measured were found to be in specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jan2016. The device was received with no reported issues. However, device analysis revealed the core wire of the pusher wire was broken.